Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had maintenance is required. There was no patient harm.